Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three (3) photos were provided by the customer for investigation. All three (3) of the photos show a needle through the shield. Bd needles material 305180 are designed to be single use needles. Based on the photos provided by the customer it appears that either the needle shield or the needle was slightly bent when the customer attempted to recap the needle. However, as this occurred after additional handling by the customer it cannot be determined what the original condition of the needle or needle shield was prior to use and a root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: bd was able to see the customer's indicated failure mode with the photos provided. Bd needles material 305180 are designed to be single use needles. A complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: bd needles material 305180 are designed to be single use needles. Based on the photos provided by the customer it appears that either the needle shield or the needle was slightly bent when the customer attempted to recap the needle. However, as this occurred after additional handling by the customer it cannot be determined what the original condition of the needle or needle shield was prior to use and a root cause cannot be determined. Rationale: based on the investigation conclusion, a root cause could not be determined. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the bd¿ blunt fill needle pierced through the side of the shield before use while preparing medication. The following information was provided by the initial reporter: "while recapping clean needle during medication prep, blunt needle went through side plastic cap causing needle stick to left palm; clean needle, no bbf exposure."